Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened probe was received with a tip protector, in a pouch, for the report. The returned sample was visually inspected and found to be conforming. The sample was then functionally tested for actuation and cut and was found to be conforming for both functional tests. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was found to be conforming, therefore a cut failure as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the returned probe was manufactured to specifications. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the probe had poor cutting performance, resulted in the inability to cut, aspiration was normal during vitrectomy surgery. Even if the speed was adjusted to 7500, it would not cut. The surgery was completed after replacing the product with new one. There was no patient harm.